Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-70 serial#: (B)(4) description: linear 3-6 lead, 70cm model#: sc-3138-55 serial#: (B)(4) description: scs phiii ext 55cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site. It was noted that pus was draining from the surgical site. The physician believed that the infection was due to the patient's diabetes. The patient was prescribed with antibiotics and underwent an explant procedure. The patient was doing well postoperatively.